Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. It was also reported that the customer was unable to charge the pump due to damage to the tandem-provided wall power adapter. A new wall adapter was sent to the customer. There was no reported adverse impact to the customer.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.